Manufacturer narrative:
The account replaced the side com power control board assembly to resolve the issue.

Event description:
The account alleged the bed will not sent a bed exit alarm call to the nurses' station. No pt impact.